Event description:
It was initially reported that during the pt's prophylactic generator change, that high lead impedance was observed following diagnostic testing performed. The specifics were not available. The pt was later scheduled for a lead revision, which was completed. The explanted pulse generator was said to have been discarded by the hospital. Good faith attempts to obtain the explanted lead for analysis has been unsuccessful to date. Good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.